Event description:
The hospital reported they have one bronchoscope that was involved in at least four procedures where patient samples tested positive for mycobacterium avium-intracellulare (mai). Patients samples contamination was suspected. The suspect bronchoscope has been cultured on three separate occasions. Two samples were obtained by flushing the suction channel, and one additional sample was obtained by brushing the suction channel. All three samples were negative.

Manufacturer narrative:
An olympus microbiologist contacted the hospital to obtain further information regarding the alleged contamination. After speaking with the hospital, the microbiologist discovered the hospital utilize a reusable biopsy cap from a colonscope with this bronchoscope. This cap is not reprocessed after every case. As a result, if multiple biopsies are performed during a single procedure, a single biopsy cap is used for all biopsies. However, the hospital did indicate that biopsy caps are reprocessed for each procedure. In addition, the hospital disclosed that they test the bronchoscope's suction by using tap water tap water through the suction channel prior to the procedure. This may be another additional source of the contamination since mai is often isolated from water systems. The device in question was returned to olympus for investigation. The investigation revealed there was build up of a whitest stain found on the channel pipe wall at the distal end, the k-mount unit and the c-mount unit walls at the control body. This phenomenon was attributed to insufficient cleaning. In addition, the device in question was sent to an off-site microbiology laboratory for microbiologic sampling prior to olympus performing a quality inspection. The laboratory report indicates that although the hospital reported mycobacterium avium-intracellulare (mai), the samples did not contain detectable numbers of these or other bacteria. This report is being filed as an MDR based on apparent user error associated with failure to follow olympus's recommended reprocessing instructions.